Event description:
It was reported that the 9800 system had a precharge error at boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack and battery charger board were replaced during the svc call. The system was tested, and found to be working as intended, and put back into svc.